Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing due to lead noise was observed. It was noted that the noise was intermittent and varying in amplitude. The noise was unable to be reproduced with isometrics, positional testing, and pocket manipulation. No action was performed other than to turn off the patient notifier and monitor the patient.

Event description:
New information states that during unrelated generator replacement procedure, the physician performed a dft test. The rhythm was converted successfully, but after the shock, noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient did not experience any symptoms.